Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported a power on reset (por) was seen on the clinician programmer. There was no por awareness. The patient had not been seen for many years. No patient symptoms were reported. It was also reported that patient met with a manufacturer representative (rep) and they added a second program. The patient reported he wanted help getting back to the program he was on before the rep changed it to the new program. The patient was assisted in getting back to the original program. The patient said that the rep added another group to see if it would give the patient more relief or be better for him. The patient tried the new group, but he wasn¿t sure which one was giving him more relief and did not see that the new program had improved anything. The patient further mentioned that he did not originally go into the healthcare provider (hcp) for help with his programming and that he went in because his implant battery was getting to the age where it would need to be replaced soon. The patient reported that the rep tested the battery and there were already ¿some issues with it (the battery)¿ so the patient was going to get the battery replaced. Rechargeable ins longevity was reviewed, and the patient said his hcp told he was surprised the battery had lasted as long as it had because usually the implant batteries last around 5 years. It was reviewed that rechargeable ins¿s last 9 years with proper charging and that primary cell longevity depends on usage and settings. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the cause of the por was not known. They stated that the ins will be replaced to resolve the issue. No further complications were reported or anticipated.